Event description:
The olympus employee reported on behalf of the customer that the endoeye flex deflectable videoscope produced partial loss of image with abnormal color tone. The issue was found during preparation of use in an unspecified therapeutic procedure which was completed. Inspection and testing of the returned device found loss of image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found damage on charged coupled unit and so the image is not displayed. Due to damage on circuit board of video plug section, image noise occurs and an image cannot be displayed. Bending section rubber has a scratch. Video connector has a crack. Video connector has a scratch. Control unit has a scratch. Switch button 1 has a scratch. Grip has a scratch. Right/left lever has a scratch. Angulation lever has a scratch. Up/down plate has a scratch. Right/left plate has a scratch. Light guide-cover glass has a scratch. Light guide connector has a scratch. Video connector case has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.